Manufacturer narrative:
(B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving dilaudid (3 mg/ml at 0.65 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported there was a confirmed flipped pump. The pump was flipped due to weight gain. The pump had flipped another time in the past due to weight gain. The patient was getting great therapy. A pump revision occurred to correct the issue. A longer pump segment was added and the pump was sutured again. The patient was doing well after the procedure. If additional information is received, a follow-up report will be sent. On (B)(6) 2015 information was received via the consumer who receives dilaudid (3.0mg/ml at 0.25mg/day). And the indication for use was spinal pain. It was reported that on (B)(6) 2015, one day after a refill, the patient developed a seroma. The patient had pain as a result of the seroma which increased as the seroma grew. The patient had more and more trouble walking due to the pain in their lower back and hip. The patient's healthcare professional (hcp) decided that a revision was necessary. On (B)(6) 2015 the revision took place, during the revision a broken catheter was discovered. The broken catheter and seroma were "taken care of."

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (3 mg/ml at 0.65 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported there was a confirmed flipped pump. The pump was flipped due to weight gain. The pump had flipped another time in the past due to weight gain. The patient was getting great therapy. A pump revision occurred to correct the issue. A longer pump segment was added and the pump was sutured again. The patient was doing well after the procedure. If additional information is received, a follow-up report will be sent.